Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the therapy wasn't working properly for them "for awhile". Patient could not specify the year. The patient had called to inquire about what program they should be using and noted that they used to feel the stimulation before but they've recently tried programs 5 and 6 and they've increased all the way to 8.5 v and they weren't feeling anything/weren't feeling the stimulation/nothing was giving them any vibration. Patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed device description/function, programming and stimulation considerations with the patient, advising the patient they could try different programs to see if there was one where they felt the stimulation (patient stated they hadn't tried all of them yet) and redirected the patient to follow up with their managing health care provider (hcp) to discuss their symptom concerns and to check the implanted system. Patient services also reviewed the potential of adding additional programs if it was determined all was well. Patient was going to try out the programs they hadn't tried yet and reach out to their managing health care provider (hcp) to make an appointment.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.